Event description:
It was reported that patient experienced recurring cgm error messages on pump and stated preference to continue using pump with automated insulin adjustment instead of multiple daily injections. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, had backup insulin pump available, was advised to consult healthcare provider and switch to injections if pump stopped again, and was informed that in-warranty replacement pump would be shipped with instructions and that problematic pump should be returned using prepaid label.